Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be reported in the final report.

Event description:
It was reported that the patient experienced an ulcer at the lead site. The patient complained to the physician of skin friction at the lead site. The lead had eroded to the surface of the skin and created an ulcer. The system was revised and the issue has been resolved.